Event description:
A customer contacted baxter's technical service center regarding a high drain alarm that appeared on the homechoice (hc) unit display. This event occurred after use. The technical service representative (tsr) reviewed the therapy log, the initial drain volume (idv) equaled 1190 ml, the last fill (lf) equaled 799 ml, the total fill (tf) equaled 10178 ml, the total drain (td) equaled 11653 ml, and the ultra filtration (uf) equaled 1475 ml. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event. On (B)(4) 2012, baxter qs followed up with the home patient (hp). The hp stated she received the high drain alarm and the technical service representative (tsr) arranged for a swap. The hp stated she received the swap machine. The hp reported she is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). The actual home choice device was evaluated and all functional tests were performed as per baxter's required procedures. The device did not meet baxter specifications upon arrival, thus repair was required. The reported condition of 'high drain alarm' was confirmed during event history review, but not duplicated. During visual inspection, no issues were found. No further action is required at this time the device was serviced according to required procedures and the device passed all tests as per baxter procedures. The cause was determined to be use error, tidal total uf(ultrafiltration) removal set too low. This issue is being investigated through CAPA.